Manufacturer narrative:
The investigation for the pump stop has been completed. No product was returned. However, the clinical details were sufficient to determine the root cause. The root cause of the electrical open issue was an open electrical line, the console was dropped resulting in damaged white cord as per the clinical description. The instructions for use for the impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock states the following: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ d4-added model number, catalog number, serial number, lot number, expiration date, and UDI number. Added- h4 added-d6a/d6b. D1-corrected brand name. D2-corrected common device name. D4-corrected model number, catalog number, serial number, lot number, expiration date, and UDI number. F6/f8 should have been left blank in the initial report. Added- h4. H5 changed to yes. H8-changed to initial use of device. H6 impact code changed to 4629. H6 med dev prob code changed to 1503. H6 component code changed to 765.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The user dropped the console leading the white cord to break and leading to pump failure. Multiple attempts were made to restart the pump, however these were unsuccessful.